Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following the intraocular lens implantation the lens was explanted in a secondary procedure due to seeing reflections and subsurface glistenings and nano glistenings. There was no harm to the patient nor the patient was hospitalized for the event. The prognosis was good and the patient issues have resolved. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Glistenings were not present in the lens. Lens returned adhered to the side of a sample container. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The lens was cleaned. The reported complaint is not observed. No root cause identified as no damage was observed to the lens. The manufacturer internal reference number is: (B)(4).